Manufacturer narrative:
H6-code 4111: dicom imaging series for the case have been requested for evaluation several times. The requests remained unanswered. H6-code 4117: the device remains implanted in the patient. Therefore, a device evaluation could not be performed. H6-code 4115: the delivery system of the device was discarded at the facility. Therefore, a delivery system evaluation could not be performed. H6-code 3221: without additional information gore was unable to perform further investigation of this complaint.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Dicom imaging series for the case have been requested for evaluation.

Event description:
The patient presented with an abdominal aortic aneurysm which was treated with a gore® excluder® conformable aaa endoprosthesis (cxt281412e) during an endovascular procedure (evar) on (B)(6) 2021. The aneurysm was successful excluded during the procedure with both renal arteries patent on the final computerized tomography angiography (cta). They reported, that a few days later the glomerular filtration rate (kidney function indicator) was observed to have reduced from 55 to 35, but normal routine following of evar was observed. On (B)(6) 2021, a follow up cta was performed and it was observed that the left renal artery was covered by the main body trunk of the cxt281412e, and the top of the cxt281412e was very close to the ostium of the right renal artery. The left kidney was hypoenhancing and atrophied and a sustained drop in renal function was noticed. It was stated that on the final cta the cxt281412e was approx 5 mm below the right renal artery, but on follow up cta the cxt281412e is now appearing higher. Reportedly, there is no known reason as to why this has happened. It was reported, that neither aneurysmal sac growth nor an endoleak was not observed. They stated that patient is doing fine so far and no reintervention is planned.